Manufacturer narrative:
E1: (B)(6). H4: the lot was manufactured october 21, 2022 - october 22, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow; further described as the 5-fluorouracil was not administered. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.